Manufacturer narrative:
On 1/9/1997, under section f10, the cause of this event was incorrectly reported as what appeared to be a result of pinch off syndrome; the correct cause of this event appears to be a result of pinch off; however, co's analysis could not determine the exact cause of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 9/24/96, for intrathecal infusion of morphine. On 11/12/96, the facility nurse contacted a MFR nurse and reported that the pt complained of pain. A dye study was performed on 11/26/96, which indicated leakage of the dye between the device catheter connections. It was additionally, stated that the device was moving in the subcutaneous pocket. Revision surgery was scheduled for 11/19/96.